Event description:
The company received a report where it was claimed that the cuff deflated during pt use. The end clinician elected to remove the device and reintubate with a replacement tube. The tube was replaced without incident.

Manufacturer narrative:
Part number# (B)(4) is not distributed in the united states; however, there is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.